Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4 batch #: 380d01. The following information was requested, but unavailable: did the device start to deploy staples and cut but could not be completed? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Did the device cut the tissue? If the device cut, was the cut line complete? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the reload was received with no apparent damage and was fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the reload. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples met the staple form release criteria. The event reported was confirmed and is related to improper use of the device, consistent with an improper loading technique. When loading the cartridge in the device, ensure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 380d01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure there was incomplete stapler firing, stapler pins doesn't deployed.